Manufacturer narrative:
(B)(4). It was reported that the device involved was still in use, and therefore unavailable for evaluation at the time of the initial report. However, a variant device from the same family was used for testing. Samples were taken from the current production and visually inspected. The issue reported "connector disconnecting" was not observed in the current manufacturing process. A device history record review of the lot number reported was conducted and no issues were found that could be related to this complaint. A record assessment (fmea) was conducted and no update is required. The device sample is needed for a proper and thorough investigation. Customer complaint cannot be confirmed. Root cause cannot be determined. If the device becomes available at a later date this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the device connector is not staying on the et tube. No patient harm or necessary medical intervention reported.